Event description:
At 48 hrs after a cardiopulmonary bypass procedure involving the subject device, the user reported that the pt developed a small tear in the inferior vena cava near (or at) the location of the insertion of the catheter. The tear was repaired and the pt "recovered slowly". The subject device had been discarded by the user immediately after its use, and cannot be investigated. Repeated attempts to contact the user for the purpose of further investigating the event have been met with no response.

Manufacturer narrative:
Device discarded. No investigation can be done. Note: this report had been submitted because of the association of the placement of the venous return catheter and the development of the reported injury to the inferior vena cava. The catheter is placed through a stab wound made in the ivc and encircled by a purse string suture. After conclusion of the procedure, the catheter is removed and the stab wound is closed with sutures. Any damage caused by the insertion and removal of the catheter would be immediately apparent to the surgeon. The development of a tear at the insertion site could only occur if the initial stab wound was not closed effectively, or aggravation of the closed wound post operatively due to excessive diaphragmatic movement, such as coughing. Since the user had not responded to multiple attempts to obtain additional info about the event, no further investigation can be performed.